Manufacturer narrative:
This report has been identified as event 2 of (B)(4). A review of the batch and manufacturing records revealed no abnormalities or nonconformities. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 2: as reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): catheter withdrawal has been reported.